Manufacturer narrative:
(B)(4). Two used caresite smallbore extension sets were received for evaluation. Packaging returned with the sets indicated the reported lot numbers, 0061423574 and 0061427189, respectively. The caresite smallbore extension set (catalog # 470106) contains two caresite valves per set. On both sets, a crack was observed on the female luer threads of the molded caresite valve body on one of the two caresite valves contained on each set (cavity numbers 29b and 14b, respectively). The cracks started from the top of the valve and extended down to the bottom of the luer threads. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports the sets leaked while in use with a carefusion burette pump set. This leakage occurred three times with the same patient. At some point, chemo medication was being administered, but it is unknown if it was the chemo medication that had leaked or if the chemo was infused prior to the leaking. However, the reporter did indicate that one of the samples was received packaged in a chemo bag. Lot numbers involved: lot # 0061423574, mfg date: 04/06/2015, expiration date: 03/31/2018. Lot # 0061427189, mfg date: 05/19/2015, expiration date: 04/30/2018.